Event description:
The following has been reported: nurse reported: "IV pump keeps detecting air bubbles, had to reload cassette multiple times even after some troubleshooting attempts, and changing IV pumps." Injury/adverse reaction: no active infusion stoppage: no a preliminary review identified the following issue: unresolved ail alarms an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Evaluation steps performed: 1. Visual inspection. 2. Installed the kit on ivenix infusion system machine (sn: (B)(6)/ software version 5.10.0.177) and ran the primary and secondary bolus prime. Observations: (01) one sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection as per internal drawings. The gold foil were as corresponded to the specific code set-0032-25. The kit was cleaned, removing left out medicine on the cassette. While cleaning it was noted that the residual medicine was making bubbles along the canals of the set. When it was fully cleaned and primed with saline no bubbles appeared in the set. Primary line infusion was tested with a set rate of 1000ml/hr and set volume of 10ml and primary line was connected to a saline solution bag. The primary bolus prime process passed successfully. No defects found in the set; issue probably related to medicine used in the kit. Customer complaint is not confirmed. Root cause: the root cause could not be determined. The evaluation methods applied to the returned sample were not able to identify the origin of the reported defect air in line alarm. No visible defects were observed in the unit. Defect probably related to medicine or liquid substance used by the customer. Current process controls detection: 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode. Quality sampling for final physical testing, for performing a flow and underwater leak tests. Code no.: set-0032-25. Batch no.: fa25d28020. Exception generated: the batch record fa25d28020 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. Quality test results: the finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.